Manufacturer narrative:
(B)(4)

Event description:
The customer reported probe leak of a few drops at the end of the instrument cycle of a coulter act diff analyzer. The customer stated that the leak was not contained within the instrument. The customer was not wearing gloves or a lab coat at the time of the event but there was no injury or exposure reported. The customer does not believe patient samples to be affected by the incident and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) found sample probe was leaking and proceeded to replace solenoid (lv10). The fse also bleached rinse block waste line and replaced the aspiration syringe. Issue was resolved and repair was verified per established procedures.